Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, manufacturer representative (rep), and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported the patient (pt) was not impressed; the pt later explained they were implanted two years ago, was not turned on until one month after implant, and the device never helped their shaking. The pt was implanted for essential tremors, and went back to the implant doctor and they said because they could walk in a straightline there was nothing wrong with them. The regular hcp referred them to a new neurologist who took out one wire and the pt noticed a slight improvement for a short time. A rep had tried a few times to reprogram the device, but it didn't seem to make a difference and that people thought they had parkinson's disease because they shook so badly. The pt stated they had noticed some memory issues and difficulty finding words lately; it was noted the rep asked if the hcp thought these symptoms were related to the stimulator and the pt said they didn't think so, and the clinic had been great about trying to figure out the cause of their tremors and issues. The pt noted the tremors seemed to have increased. The pt stated their sister passed away from complications of parkinson a while ago. The pt stated they didn't think the stimulator caused their issues, it just didn't help. The hcp office later reported they were not aware the pt felt therapy was not helping. If additional information is received, a follow-up report will be submitted.